Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. The customer's blood glucose (bg) level was 170 mg/dl for a past event. There was no reported adverse impact to the customer's bg level for the most recent event. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.